Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received scratched screen, worn notch to open the battery and a louder rewind sound and also received motor error alarm. Customer¿s blood glucose was unknown. Troubleshooting was not performed. Insulin pump will not be returned for analysis.